Event description:
A scrub nurse at the user facility in the (B)(6) reported an incident involving a particle entering a patient's eye. The operating surgeon who was a trainee first witnessed the particle when it entered the anterior chamber. The patient also had a posterior capsular tear (it is unknown when the capsule tear occurred). The consultant chose not to try and retrieve the particle as it had migrated into the vitreous body. It is unknown whether the particle was responsible for the tear or not. No anterior vitrectomy was performed. The patient was seen in the clinic and the decision was made to monitor the patient conservatively. The patient has the bcva of emmetropia, (as planned by the original surgery), so there is no plan to do further surgery or to retrieve the foreign body. The patient is now pseudophakic with no concerns at post-op follow-up.

Manufacturer narrative:
The consumables were not retained for collection and will not be returned for evaluation. The device history record cannot be performed at this time since the lot number is unknown. The trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.